Manufacturer narrative:
The insulin pump had no frozen screen, display anomaly or audio beep anomaly noted. Device had unresponsive all buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a constant tone. The customer reported that the buttons stopped working after battery change. The customer's blood glucose was unknown at the time of incident. The customer also reported that the display was frozen. The customer stated that the time did not advance on the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.